Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device noted no anomalies. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with the device¿s ability to deliver therapy were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the device memory indicated that a voltage alert did not record a low voltage fault. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device¿s battery. Low voltage capacitors are used in the device¿s high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
(B)(4). The device remains in service at this time. This report will updated upon receipt of additional information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon return, the device was undergo detailed analysis to determine root cause.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this local representative sent an e-mail to boston scientific's technical services. According to the local representative, the patient has been scheduled for device replacement in (B)(6) 2014. The latest data upload ((B)(6) 2014) from the patient's monitoring system was reviewed by boston scientific's in-house engineering. The device continues to deplete in a predictable manner. The data indicated that barring any significant therapy or malfunction changes, therapy should be available until the device is replaced in (B)(6) 2014. The device's present charge times are approaching the elective replacement indicator (eri) range.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The device was explanted and replaced without incident.

Event description:
Subsequently, boston scientific received information that this device was received at boston scientific's return products department.

Event description:
As part of an analysis to review the safety architecture low voltage alert (code 1003), battery voltage data was pulled from the remote patient monitoring system. During our analysis, the device was identified as demonstrating evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Boston scientific technical services proactively reached out to the local representative to notify them of this finding and recommend device replacement. At this time, the device remains implanted and no adverse patient effects were reported.